Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. H3: see h.10.

Event description:
It was reported that during use with bd preset¿ arterial blood collection syringe blood leaked past the plunger. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the responsible nurse found that a small amount of blood leaked through the plunger after taking blood from the artery.